Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm and a motion sensor test failure alarm. Customer reported that drive support cap appeared normal and insulin pump was exposed to magnetic field as customer is an MRI technician. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to confirm the motor error alarm or motor position encoder error alarm due to the motion sensor alarm. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.